Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported via webform with the adc device. A customer reported receiving unspecified high sensor readings and self-treat with a unspecified (dose/type) insulin. As a result, customer experienced symptoms of hypoglycemia and had contact with a healthcare professional (doctor, nurse, paramedic, firefighter) who provided juice, sugar and/or food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.